Manufacturer narrative:
(B)(4).

Event description:
It was reported "nurse found there was a leakage on cuff prior to using to patient". No patient involvement reported.

Manufacturer narrative:
(B)(4), the sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports "the complaint sample was received with disinfection label. There was no original product pouch with lot number indicated to be returned along with the sample. The product profile looks standard and normal. The device was able to be deflated and inflated. However, it could not hold air after inflation took place. The device was immersed into water and air bubbles were observed escaping from cuff. The failure location was verified. DHR was reviewed. No abnormality was found." The complaint has been confirmed. The manufacturing site has determined that the root cause is manufacturing related. A CAPA was opened to address this issue.

Event description:
It was reported "nurse found there was a leakage on cuff prior to using to patient". No patient involvement reported.